Manufacturer narrative:
MFR site and MFR date cannot be determined without a lot #. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot # was provided. MFR records cannot be reviewed without a lot #.

Event description:
X-ray films taken about three months post-operative showed the rod had separated from the screws. The rods had been placed at l4-s1. No additional info is available at this time.